Event description:
Customer reported low blood glucose event. The paramedics were called to treat a low blood glucose reading of 31 mg/dl. Customer passed out while on the telephone. Customer was treated and not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.